Event description:
It was reported that the patient experienced a continued infective state with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed, washed out and a new implant was placed. During the procedure no purulent drainage as noted. A pinpoint hole in the incision was present and it was closed by using tissue glue. The patient was sent home on antibiotics after the intervention and had not returned to the facility at this time. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.